Event description:
During removal of teleflex arrow intra-aortic balloon, there was damage to the sheath/introducer that led to injury to the patient's femoral artery. Patient made a quick and full recovery.